Event description:
Same case as MDR # 2134265-2013-03994 and 2134265-2013-03995. It was reported that during a percutaneous coronary intervention (pci), the motor drive unit (mdu) failed to pullback. The target lesion was located in an unknown vessel. During the procedure, the motor drive unit of an ilab cart system 100v did not pullback. The mdu was repositioned/relocked on the sled. Then automatic pullback was attempted and the procedure was completed. No patient complications were reported and the patient's condition is stable. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the product was received in good condition with no visible external damage or defects observed. The mdu was tested for functionality and was found to meet specification. In addition to the functional test, the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).